Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the customer was advised to perform a pump reset to resolve the malfunction. Customer¿s blood glucose level was 101 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.